Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Further investigation of the patient sample confirmed the customer's igg results. The sample was investigated by blot, platelia rubella igg and with a modified elecsys rubella igg assay. The recomblot from mikrogen was positive. The platelia rubella igg was positive. Modified inhouse rubella igg assay was used to check each module of the elecsys assay to see which module mainly contributes to this weak but clearly evident reactivity. The e1 module does not contribute enough signal to make the sample reactive. This sample is confirmed as being false negative in the elecsys rubella igg.

Event description:
The customer reported questionable results for igg antibodies to rubella virus (rubella igg) on four samples from one patient. Of the four samples, two were erroneous. The patient was tested for rubella igg on (B)(6) 2008 with a reactive result of 21 ku/l. The patient was tested for rubella igg on (B)(6) 2009 with a reactive result of 11.4 ku/l. On (B)(6) 2014 the patient was tested for rubella igg with a non-reactive result of 7 ku/l. On (B)(6) 2014 the patient was tested for rubella igg with a non-reactive result of 7.7 ku/l. Both the 7 ku/l and 7.7 ku/l results were reported outside of the laboratory. The patient was tested for rubella igg in three other different laboratories where the results were reactive. No adverse event occurred. The elecsys modular e module analyzer serial number was (B)(4).

Manufacturer narrative:
One patient sample was sent in for investigation. The investigation found that the sample was non-reactive for both rubella igg and igm. Based on available information, a specific root cause could not be identified.